Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could no longer see the screen. The display was solid white. Troubleshooting was performed but the display did not return. The customer's blood glucose level was 130 mg/dl. The customer stated the insulin pump had been dropped recently. The self-test failed. They saw missing segments on the display during the self-test. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: unable to verify missing segment due to white display. Unit received white display due to cracked lcd glass. No blank display noted. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.